Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricle (rv) lead. The rv lead was capped and replaced during an unrelated procedure. The patient was in stable condition.